Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high defibrillation impedance. On (B)(6) 2018, the patient presented for follow up. The high defibrillation impedance was observed from svc to implantable cardioverter defibrillator. No intervention was performed. The patient would continued to be monitored.